Event description:
Insulin gauge was reported to display an amount different than expected, with a current fill estimate showing 105 units instead of the expected 240 units. There was no adverse impact to the customer's blood glucose level. After assistance from technical support, the caller was able to reload the same cartridge, and it was decided that monitoring would continue with follow-up if necessary.